Manufacturer narrative:
Because the lot number was not provided by the customer a device history record review could not been performed. Five used samples were received for evaluation and during the visual inspection formula was observed on the outside of the device around the cross-spike and one of the samples was detached at the purple connector. The failure mode reported was confirmed. A possible root cause could be a dimensional gap between the connector and tubing. A formal corrective and preventative action investigation was opened at the manufacturing site to improve the dimensional gap between the cross spike connector and tubing. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 7/20/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that during set up of the enteral feeding, the enteral feeding spike system was installed in the formula. The spike system was tighten and the formula leaked down the spike onto the tubing.